Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had stuck button alarm. The customer¿s blood glucose was 100 mg/dl. Customer states that the they was not able to press a button down for 3 minutes or longer. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer did receive a calibration not accepted alert and change sensor alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Keypad unresponsive or button error alarm not found during testing. Device passed the self test and the displacement test.